Event description:
It was reported that there was elevated thresholds over time in the right ventricular lead. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5524m implantable pacing lead 1995 (B)(6). (B)(4).